Event description:
It was reported before use with a 9l effluent drain bag, leakage in the bag was observed ¿at the foot of the pocket at the weld before the drain system¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A functional test was performed and a leak was observed from the tube to pump connector junction. The reported condition was verified. The cause is manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.